Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a "replace transmitter" alert, and the transmitter lost connection with the pump for over 15 minutes. Reportedly, the transmitter had been in use less than 3 months. No additional patient information was available. Reportedly, the customer's body was covering the transmitter on some occasions during the issue; however, a root cause could not be determined. A replacement transmitter was sent to the customer.